Event description:
The customer reported that the insulin pump delivered the insulin intermittently. The blood glucose was reading high. The caller stated that the night before he ran a test, he bolused and at first he saw the insulin exited, but then it stopped quickly. The customer experienced high glucose level for three days. The caller also mentioned changing the infusion set and reservoir each day. The caller stated that there is no damage to the drive support cap. Troubleshooting could not be performed as customer had poor eye site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.